Event description:
It was reported that the implant crown at tooth site #30 has come off with the retention screw fractured off at the head of the screw and the threads. Patient will return to have the screw and crown placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot number unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.